Event description:
It was reported by the customer that they successfully used the device and then replaced the charge-pak. After replacing the charge-pak; however, the device displayed an illuminated wrench icon. There was no pt use associated with the reported event. Upon initial evaluation physio-control observed that there was an error code logged in the memory of the device indicative of a failure to deliver defibrillation therapy.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The analog pcb was removed and further evaluated; however, the cause of the reported failure could not be determined. The customer received a replacement device.